Event description:
A coronary atherectomy procedure commenced to treat a severely calcified plaque in the mid right coronary artery (rca). A spectranetics elca coronary laser atherectomy catheter was used to treat the patient. During the procedure, the catheter gave an error and was unable to emit laser light. A new catheter was used to successfully complete the procedure with no reported patient harm. Upon completion of the elca device evaluation on 12dec2024, visual inspection found sharp edges at the distal tip, due to epoxy and fiber damage. This report captures the elca with sharp edges at the distal tip, potential for harm.

Manufacturer narrative:
A2): patient dob is unk. A3b): patient gender is unk. B6/b7): patient information regarding relevant tests/laboratory data or medical history are unknown. D9/g3): the elca device was returned on 11dec2024 and evaluated on 12dec2024. H3): visual inspection found significant damage to the epoxy and fibers at the elca distal tip, resulting in sharp edges. H6): based on the device evaluation and investigation, this event has been determined to be patient condition related. The severely calcified targeted lesion likely resulted in difficulty of hydration reaching the treatment site, resulting in the damage observed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.